Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by loss of lock. In 2006, the patient was seen by a company representative for device evaluation. Programming changes were made. Testing performed confirmed that the device was functioning with the electrodes activated. The patient's electrode array was not fully inserted at the time of implant due to bony growth. Sound quality issues were reported after reprogramming. Surgery to explant the patient's device is to be scheduled.